Manufacturer narrative:
The insulin pump was received with intermittent button press noted during testing due to corroded keypad traces. No scrolling or ramping numbers noted. However, the insulin pump functioned properly and passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump would not stop ramping up the numbers when the customer was trying to enter carbs and sugars. Customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 500 mg/dl. Customer was wearing the device during time of hospitalization. Customer was hospitalized on another incident where her blood glucose was 27 mg/dl. Customer was advised the device will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.